Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue can be duplicated. The cause of the reported issue was a calibration the downstream occlusion (dso) sensor. The downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed with ¿downstream occlusion¿ outside of the lower acceptable range. It was found during the preventive maintenance testing and there was no patient involvement.